Event description:
Add'l info rec'd from MFR 05/27/04: bd medical surgical qa and ra has evaluated report. Since no acutal samples that display the condition reported are available for examination. MFR is unable to fully investigate this incident. It is recommended to take extra care when unshielding the product. If the shield comes in contact with the needle during unshielding, point damage may occur. This will lead to the needle being perceived as defective. The MFR facility has been advised of this report.

Event description:
Member calling to say some of the bd syr/needles are defective. Used a magnifying glass to inspect. Said some of the needles are jagged, and others are hooked down (like a fish hook). Spouse has had difficulty at times injecting, and this led member to inspect the needle closer.